Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed test 1 is performed within 20 minute lapse between two readings. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation is required. No corrective action is required at this time as no product deficiency was established. Customer product is expected to be returned. Investigation will be performed when/if it is returned.

Event description:
"Caller alleged discrepant results compared with the lab. Went to different lab. Used new machine (no sn provided) and new strips (no lot number provided). Used new machine (no sn provided) and old strips (ln 225323). Pt has been on coumadin for 11 yrs and it is the only medication he is on. His past results have been inr = 2-3 - not lower or higher. Pt has blood disorder: protein c deficiency which produce clots. Pt has no other illness.